Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the surgeon elected to convert the procedure to open surgery due to the patient's anatomy and unspecified health factors. The conversion to open surgery was a known possibility for the patient and from the start of the procedure. No further information was provided. Incidentally, while using the fenestrated bipolar forceps (fbf) instrument the surgeon reported "a small bit of tissue was catching where the shaft meets the metal ring, right before the metal forceps starts, it was not catching in the joint of the instrument. There was a tiny amount of serosa tissue of the bowel sandwiched in the metal ring of the shaft." The tissue was cut from the fbf instrument with a monopolar curved scissors (mcs) instrument. There was no bleeding and no further intervention was required. The surgeon continued the procedure using a maryland bipolar forceps (mbf) instrument. The surgeon stated the fbf instrument issue was not related to the decision to convert to open surgery.

Manufacturer narrative:
The surgeon reported that the conversion to open surgery was related to the patient's anatomy and unspecified health factors. No further information was provided. This medwatch report represents the procedure converting to open. Refer to medwatch report (MDR) with MFR report #2955842-2024-14664 for MDR submission of the issue involving the fbf instrument. .